Manufacturer narrative:
A2) patient age - average age, 62.5. A3a) patient sex - majority, male 67.8%. A4) patient weight - average, 29.6 bmi. A3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a phoenix atherectomy catheter. D1/g) address listed reflects the specification developer. D4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from turkey, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, embolism, dissections, and hematoma are listed as possible complications with use of the phoenix atherectomy catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 21jan2021) ¿efficacy of rotational atherectomy followed by drug-coated balloon angioplasty for the treatment of femoropopliteal lesions-comparison with sole drug-coated balloon revascularization: two-year outcomes¿. The study retrospectively aimed to evaluate the results of the combined use of rotational atherectomy (ra) followed by drug-coated balloon (dcb) treatment against dcb angioplasty alone in patients who had significantly calcified and symptomatic femoropopliteal peripheral arterial disease. A total of 121 patients and a total of 226 significantly calcified and symptomatic femoropopliteal lesions were enrolled in the study between january 2016 and january 2018. Philips volcano phoenix atherectomy catheters were used during the procedures. Procedural complications included 2 minor amputations, 4 major amputations, 1 distal embolism treated with aspiration thrombectomy followed by rheolytic thrombectomy with adjunctive thrombolysis and balloon angioplasty, and success recanalization was achieved, 2 arterial dissection, 1 vessel recoil, and 3 hematomas (MDR #3007284006-2026-00363). Additionally, 3 patients experienced cardiac deaths and 3 non-cardiac deaths; however, the cause of death was not reported in the article (MDR #3007284006-2026-00364). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 21jan2021 has been used, the date of publication. Rodoplu, orhan,oztas, didem melis,meric, mert,beyaz, metin onur,ulukan, mustafa ozer,yildiz, cenk eray,unal, orcun,ugurlucan, murat. 2021. Efficacy of rotational atherectomy followed by drug-coated balloon angioplasty for the treatment of femoropopliteal lesions¿comparison with sole drug¿coated balloon revascularization: two-year outcomes annals of vascular surgery, 73: 222-233. This report captures the serious injuries that occurred after use of the phoenix atherectomy catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.